Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8 mm long bipolar grasper instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Additional observations: the instrument was found to have a broken conductor wire, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do show damage. The probable root cause of conductor and grip cable breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Correction: primary product batch/lot number under section d was updated to k10230817 0197.